Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The september 2016 angiodynamics complaint report was reviewed for the convenience kit product family and the failure mode "pouch torn/holes {sterile}." No adverse trend was identified. As received, the complaint is confirmed for a hole in the tyvek side of the pouch. It appears that the hole was created from mishandling of the pouched product - the size and configuration of the hole is not indicative a what would have originated from normal shipping and handling (i.e., typical holes in tyvek that develop during normal shipping and handling are "pin-holes," whereas the hole on the returned product is larger and jagged in appearance. The most likely root cause for this incident is handling after the package left the angiodynamics facility, specifically at the distributor's warehouse when they removed pouches from inner boxes. The pouches are 100% inspected per angiodynamics' procedure during the sealing process and this is an obvious defect that would have been detected. Packaging employees are being made aware of the complaint in order to improve their awareness of the defect and to improve the probability of identifying the defect in the future. The directions for use supplier to the end user with the convenience kit contains this statement: "contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your angiodynamics representative. Inspect prior to use to verify that no damage has occurred during shipping." (B)(4).

Event description:
As reported by angiodynamics' distributor in (B)(4), upon unpacking at the distributor's warehouse, a convenience kit pouch was found to contain a hole, thereby breaching the sterility. The kit was never sent to a healthcare facility and has been returned to angiodynamics for evaluation.